Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). More than 7 years have passed since the device was delivered. There is possibility that error e101 occurred because the fan did not rotate due to aged deterioration of the electronic components that drive the fan due to repeated use for a long period of time, and the temperature inside the housing rose. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following; the reported phenomenon that the fan motor did not work was reproduced. The output socket was worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the fan motor did not work, the device overheated and an error code was displayed on the monitor screen. There was no report of patient injury associated with the event. Olympus inspected the device at olympus service operation repair center (sorc) and found that clv temperature error e101 occurred due to fan failure. Error code e101 means that the temperature inside of the light source has increased, and the safety mechanism is working.